Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The download data indicates the first prime completed at pulse 21 and deactivation occurred at pulse 31. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. Rotational sensor errors were present in the data, but no timeouts, or alarms were observed. While investigating the com cap, contamination was observed in multiple locations. This contamination is what caused the rotational sensor errors and prevented the device from completing the priming sequence as intended. No other damages or deficiencies were observed during the investigation.